Manufacturer narrative:
E1: address line 2 "(B)(6)". Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was not infusing at the right rate. There was no patient involvement.

Manufacturer narrative:
The device was duly received at our service center, where it underwent the necessary repair procedures. Following the completion of the repair process, the device was returned to the customer. The service history review had no indication that the complaint was related to a service of the device within the review period.